Event description:
The reporter stated that the device did not correlate to the lab. The device results reported were 4.1 and >8 inr. The lab results reported were 2.7, 5.4, 4.3, and 4.2 inr. The device was replaced and requested to be returned for evaluation.